Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion that causes injury and damage to the patient. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seventeen years post implant. The patient reports blood clots, clotting and or occlusion of the inferior vena cava (ivc), and further experienced anxiety related to the filter. Three static images of the lumbar spinal/lower abdominal area, dated approximately thirteen years post implant, were provided for review. A filter is identified at the l3-l4 lumbar space. Also noted is a vascular stent in the lower right pelvic region. The reviewer is unable to determine if the stent is in the venous or arterial system. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the ivc or surrounding vasculature does not represent a device malfunction. Rather, patient, vessel characteristics and/or pharmacological factors may have contributed to these events. Anxiety, also, does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to determine a cause for or further clarify the reported events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, occlusion that causes injury and damage to the patient. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seventeen years post implantation. The patient reports blood clots, clotting and or occlusion of the inferior vena cava (ivc), and further experienced anxiety related to the filter. There were three static images of the lumbar spinal/lower abdominal area provided for review. A trapease filter is identified at l3-4 lumbar space. Also noted is a vascular stent in the lower right pelvic region. Without contrast, the reviewer is not able to determine if the stent is in the vascular or arterial system.